Event description:
A 20-minute procedural delay was reported due to knotting of the versacross rf wire (rf wire) while attempting to pull the wire into the versacross transseptal sheath for the drop down of the transseptal puncture workflow. The versacross transseptal sheath became kinked in the process. The procedure was able to continue after a new versacross rf wire and versacross transseptal sheath were used to perform a successful transseptal puncture. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the procedural delay.

Manufacturer narrative:
While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the 20-minute procedural delay. DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release